Manufacturer narrative:
(B)(4). This complaint is for use error - reuse of single-use product during use. It was reported that rn changed out a solution bag during therapy. The problem is confirmed for use error - reuse of single-use product, but the assignable cause is undetermined since we are unaware why the rn decided to replace the solution bag during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's (B)(4) regarding a check lines and bags alarm. The nurse stated the extraneal bag still has solution in it. The technical service representative (tsr) reviewed with the nurse the fill volume. Tsr explained the alarm to the nurse. The tsr reviewed the fill volume again. The tsr assisted the nurse with bypassing refill. The nurse stated that the homechoice (hc) displays fill 12/13. The tsr asked the nurse how many bags are connected to the hc. The nurse stated the heater bag that is empty, the supply bags that are empty and the final bag that has extraneal in it. The tsr asked the rn if there is another supply line to connect another bag. The nurse stated that the other rn told the cg to just put a face mask on and gloves and disconnect a bag to add another bag. The tsr explained that baxter does not recommend disconnecting a bag and adding another bag to the same line. The tsr recommended the nurse end the therapy and finish with manual bags. The rn stated she is not sure if they have manual bags. The nurse stated that the other nurse told her that she will call the doctor and call baxter back. The tsr explained the nurse can start over with all new supplies but the therapy settings may need to be changed. The tsr explained the nurse can setup the hc with 5 bags if she has a 5 prong adaptor. There was no patient injury or medical intervention reported.